Manufacturer narrative:
(B)(4) - granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(6).

Event description:
It was reported that a pt underwent a laparoscopic appendectomy procedure on (B)(6) 2010 and suture was used for the fascia with an interrupted technique to close the incision of the trocar port about 12 mm long below the patient's navel. Three stitches were made. On (B)(6) 2011, a granuloma was found at one of the trocar's incisions. The granuloma was extirpated and re-sutured. The surgeon opines that the granuloma was formed by the suture. The granuloma was found at the fascia of the lowest knotted part of the sutured area. The site recovered and was cured. On (B)(6) 2011, a granuloma was found at one of the trocar's incisions. The surgeon opines that the granuloma was formed by the suture. The granuloma was found at the fascia of the highest knotted part of the sutured area. Treatment is planned for (B)(6) 2011.